Event description:
It was reported that pump displayed cgm error and customer could not continue sensor use. No information was provided regarding any impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and successfully restarted sensor session, and no further cgm error occurred; no device return was arranged and no additional actions were reported.